Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: two (2) unopened devices were received for evaluation. A visual inspection was performed which observed a very thin coat of silicone on the spikes of both samples after the caps were removed. No excessive silicone or other contamination was found and no drops were observed. This issue was not considered a defect as medical grade silicone oil is required by these products during the manufacturing process for proper assembly and functionality. Therefore, the reported condition was not verified as the very thin coat of silicone on the spike surfaces was likely applied as part of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name, postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a greasy substance on a vented high-volume inlet. This issue was further described as, ¿during tpn production with the baxa compounder some hoses contain a significant amount of liquid¿ and ¿the consistency of the liquid is slightly greasy¿. The greasy substance on the inlet was observed during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.